Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) screen went blank while on a patient. No patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) duplicated screen restart error code 27 due to corrupt main board replaced, also replaced display control pcb as precaution as visible saline present. Afterwards performed full functional test and cycled pump on simulator and catheter without any additional errors. Unit returned to service. The failure analysis and testing dept. Received the parts associated with this complaint: pcb, main board. 2 dataset. Display controller . These parts were received with a reported unit failure of screen went blank while on patient. The failure analysis and testing dept. Performed a visual inspection and found part number, pcb, main board and display controller had traces of saline on different areas of the boards. The saline was found by using a microscope. Due to the saline on both boards, the fat cannot investigate the boards any further. Both dataset were found to be in good condition and passed testing on a recognized fat dept. Test board passed testing. Probable cause of the display going blank was due to saline spilling on the display controller, which had the most saline on it which in turn shorted out the main board. Retaining the parts in the fat per company procedure.

Event description:
N/a.